Manufacturer narrative:
Other relevant device(s) are: product ID: m450001b020, serial/lot #: none. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat deformity and degenerative discs with fixation. It was reported that navigation showed the drill trajectory was superior by 3.5-10 mm on lateral view. X-ray checks were done and the drill was found to be okay, but slightly superior on left l1 and left t12. All other instruments were confirmed to be accurate. Troubleshooting involved checking the silver spheres, which were found to be clean and fully seated. Accuracy of the drill was not checked in the divot of the arm guide and another drill or tracker was not tried. The surgeon used the guidance system was used to place 15 screws and then decided to abort the guidance system and place the remaining screws with stealth navigation. There was no apparent physical damage or issues with the drill. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
H3: analysis of the software exports found there was there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.